Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: #.

Event description:
During a 1-year follow up in clinic, the patient experienced an event of myocardial infarction. The physician was unable to conclude that the diamondback 360 coronary orbital atherectomy device did not contribute to the event. The patient was stable.